Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was not determined since failure mode was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that an automated impella controller (aic) experienced power up issues during preventative maintenance. It was documented that when powered on, the aic would display a blue screen and then reboot. No patient involvement.